Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the area where the incision was made still hurts like burns. Caller stated that it was a week ago and they took all their antibiotics and it was still warm and painful to the touch. The patient was redirected to their healthcare provider to further address the issue. Patient reported pain at incision site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep). They reported that the cause of loss of vaginal sensation determined was unknown as they spoke with the physician and patient likely no vaginal sensation as that was how the therapy was supposed to work. It was a sub sensory therapy and that was how the product works. Nothing was done to resolve the issue. The issue was resolved. The patient did not experience urinary retention prior to the device and they didn¿t have any retention and they did not catheterize. The device was intended to treat urge incontinence. The information has been confirmed by the physician on (B)(6) 2025.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the patient followed up for urinary frequency. The hcp stated that it occurs daily. Causes of the leakage include urgency. Pertinent negatives include constipation, dysuria, fecal incontinence, fever, urinary frequency, hematuria, urinary hesitancy, incomplete emptying, leakage requiring pads, loss of vaginal sensation, nocturia, pain, pelvic pain, slow stream, strain to urinate, urgency and recurrent uti. Additional information was that the site may be infected internally. Site was warm to touch and they were unable to lay on their left side. The patient reported review of genitourinary (gu) system and gastrointestinal (gi) system of constipation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.